Event description:
It was reported that customer experienced tandem mobi cartridge alarm that did not occur during cartridge loading and was not associated with magnet exposure, and that customer had experienced consecutive cartridge alarms with this pump. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to use multiple daily injections as backup insulin therapy, to place pump into storage mode, and to return problematic pump to tandem within 10 days using provided shipping materials, while technical support confirmed warranty coverage, arranged shipment of replacement pump, and advised customer to reprogram pump settings and reconnect continuous glucose monitor on replacement pump.